Manufacturer narrative:
Approximate age of device: 1 year and 4 months. The pump was not explanted and is therefore not available for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 due to cardiac arrest. The vad coordinator stated that she did not feel it was a pump issue. No additional information was available.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. An autopsy was not conducted and the pump was not returned for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.